Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external error. The insulin pump was turning off or not giving him the basal during the day. The customer was crashing at 10 or experienced extremely high blood glucose levels. His blood glucose level was extremely high and felt a tingle on his lips and fingers. Customer's blood glucose level was 532 mg/dl. He had runny bowel movements. The customer treated his high blood glucose level with soda and a bolus. The customer's blood glucose level also dropped to around 50 mg/dl and 60 mg/dl. The battery light would come on and shut the insulin pump off one night and shut it off again after replacing the battery. He also received bad battery, battery out limit, and low reservoir alarms. The batteries were not out of the insulin pump greater than duration allowed by the insulin pump. The self-test passed. The device was not returned.